Event description:
Customer reports, "pt had a feeding tube placed nasally, with 2 attempts made. Immediately afterwards the pt developed tachypnea, tachycardia and a drop in their o2 saturation. A chest x-ray revealed a right hemothorax. The hemothorax was drained and a chest tube placed. The pt immediately improved. The pt did well."